Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found to have a defective channel b air in line printed circuit board. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92.

Manufacturer narrative:
(B)(4). The device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a defective air in line printed circuit board in the channel b pumphead module. To correct the condition, the pumphead on channel b was replaced. If any additional information is received, a follow-up MDR will be sent.